Manufacturer narrative:
On (B)(6) 2016, an fse was dispatched to the customer site to address the reported event. The fse cleaned the sensors for substrate bottle #1 and instructed the customer on the proper placement. The fse monitored the substrate while the customer ran qc and calibrated, the system is working properly. The aia-2000 analyzer was functioning as intended with all errors cleared. No further action required by the fse. The most probable cause of the reported event was due to a dirty substrate sensor. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016, a customer reported error message (substrate delivery issues) with the aia-2000 analyzer. The customer reports sometimes the substrate switches from bottle #1 to bottle #2 when bottle #1 still has plenty of substrate left. The customer is unable to run prog, e2 and bhcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prog, e2 and bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.